Manufacturer narrative:
Batch review performed on 05 febr 2024 lot 2241231: (B)(4) items manufactured and released on 17-mar-2023. Expiration date: 2028-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised all medacta components with competitor components. The surgery was completed successfully.